Event description:
The pt used the suspect device to check their blood glucose. Pt obtained high results and programmed their insulin pump accordingly. Pt then became hypoglycemic and passed out. Paramedics came and they checked their blood glucose and then treated pt with an IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.